Event description:
It was reported that the patient experienced an event where an infusion set patch was pulled off immediately after insertion when the tubing became caught underneath and the insertion device was removed on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 3003442380.